Manufacturer narrative:
The reported event of oversensing noise was confirmed, however lead fracture was not confirmed. As received, a complete lead was returned in one piece. Visual examination found external abrasion at the distal region of the lead breaching the outer insulation and exposing the outer coil. Electrical testing and x-ray examination did not find any conductor fractures or internal shorts. The cause of oversensing noise was due to the exposure of the outer coil at the abrasion zone that is consistent with friction to another device or feature of patient anatomy.

Event description:
Related manufacturing reference number: 2017865-2021-30625. It was reported that the patient presented in clinic for follow up. Device interrogation revealed that both, right atrial and right ventricular, leads exhibited oversensed noise due to suspected conductor fracture. Both leads were explanted and replaced. The patient was in stable condition.